Event description:
The customer contacted stryker to report that their device will not power on. Upon evaluation, stryker discovered the magnet was missing from the lid. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
The stryker technician evaluated the device and could not duplicate nor verify the power issue but did discover the magnet was missing from the device. The lid was replaced, but the device would not turn on when the lid was opened. The device was sent to the product assessment center for evaluation. The customer received a replacement device stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.